Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified that the fiber tip was degraded with stripping of the fiber jacket. Therefore, reported complaint was confirmed. Laser fibers are consumable devices and expected to degrade with use. Fiber tip degradation occurs through use of the fiber and should not be considered a failure mode. However, the customer reported that during the procedure the tip broke and fell off. The returned fiber appeared to be cleaved likely after the break to be reprocessed and used.

Event description:
It was reported that during procedure, after approximately 13 minutes of use and energy expenditure of 20.8k j, the fiber tip fell off the fiber. The physician flushed the fiber tip out and changed to new fiber. After 26 minutes of use and 42.4k j, the fiber casing began to fray. The procedure was completed with a third fiber. No patient complications were reported.

Event description:
It was reported that during procedure, after approximately 13 minutes of use and energy expenditure of 20.8k j, the fiber tip fell off the fiber. The physician flushed the fiber tip out and changed to new fiber. After 26 minutes of use and 42.4k j, the fiber casing began to fray. The procedure was completed with a third fiber. No patient complications were reported.